Event description:
During an implant while performing dft testing, noise was observed on the ventricular lead. The device was set to nominal sensing parameters. Noise was still observed. The pocket was re-opened, the lead was reposition, again the device converted, but oversensing of the p-waves was now noted. The lead was again repositioned and the device was explanted.

Manufacturer narrative:
The device's functionality was tested; no anomaly was detected. The device met all specifications. No noise or sensing anomalies were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.